Event description:
Customer is reporting a complaint on product 2532. Customer states that a patient was able to rip open the restraint. The patient was able to then remove their trach, no patient injuries.

Manufacturer narrative:
H3: without the return of the device, the reported issue could not be confirmed and without the device lot information, the release documentation could not be reviewed. Therefore, this report is based solely on the information provided by the customer. Customer confirmed there was no harm to patient at time of incident. Additionally, brian hatfield , a territory manager of posey products, performed in-service with the facility for retraining of product 2532. Historical data found complaints of unintentional patient release for the foam limb holder part 2532. Of those returned, broken clips, excessive force, and/or wear and tear has contributed to the malfunction. Other similar complaints were determined to be due to improper application of the device or use with incorrect patient population per the product IFU. Instructions for use (IFU) warning states to before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not to use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Without return of the device the reported issue could not be confirmed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no further corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file (B)(4).